Event description:
Healthcare professional reported "leaking". Healthcare professional additionally reported "surrounding tissues did not seem healthy after implant was removed. Dark brown/black in color performed total capsulectomy due to this." This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "leaking". Device evaluation: opening, crease fold, brown particles inside of the device, wear abrasion, part of the shell is missing. Leak test was performed and found openings on anterior side. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage. A striated edge broken on anterior side assessed as surgical damage.